Manufacturer narrative:
Outcomes attributed to adverse event, date of event, implant date: dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects listed are being filed under a separate medwatch report.

Event description:
This is filed to report death. It was reported through a research article identifying a mitraclip device that may be related to the following: death, stroke, respiratory failure, ventricular tachycardia, unchanged mitral regurgitation (mr), additional therapy and hospitalization. Details are listed in the attached article titles: effect of successful edge-to-edge mitral valve repair on ventricular arrhythmic burden in patients with functional mitral regurgitation and implantable cardiac devices. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event, relevant tests/laboratory data: dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported death could not be determined. Although a conclusive cause for the reported death, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.